Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) have a gas loss in iab circuit alarm. No patient injury/harm reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Multiple alarms confirmed in device logs. No failure found with iabp. All manifold leak tests passed including pim, drive manifold and fill manifold. Both console and cart helium leak tests passed. Product passed all functional and safety tests per manufacturer specifications.